Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient was at the doctor's office and was having trouble with the implantable neurostimulator (ins) that was implanted in 2011. No other explanation regarding having trouble with the ins was provided. Follow up has been requested as no troubleshooting, interventions or outcome was reported. If additional information is received, a supplemental MDR will be initiated.